Event description:
It was reported that the patient presented for generator change. During procedure it was noted that the hex wrench would not engage the set screw on the pacemaker. A backout surgical tool was brought in to remove the setscrews and the pacemaker was replaced successfully. The patient was in stable condition.